Manufacturer narrative:
There have been no other complaints reported in the lot number. Add'l info was requested on 01/06/2011, 01/27/2011, and 01/31/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported a pt with blurry vision who "could not see" following intraocular lens (iol) implant surgery. The nurse reported the surgeon implanted a new lens. Add'l info has been requested.